Event description:
It was reported during insertion of the third screw into a plate that the screw broke when halfway inserted. The broken screw was left inside the body and the fixation was completed because it could not be removed.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report.